Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro,they reported that the plastic on the jaws broke off inside the patient. The pa was able to retrieve the pieces that broke off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/18/2019. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, remaining attached at the base and tip of the hot jaw. The silicone insulation on the tip of the cold jaw was observed to be peeled away, exposing the metal portion of the cold jaw tip. The detached silicone was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled jaw" was confirmed, as well as for the analyzed failure "material twisted/ bent".

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro,they reported that the plastic on the jaws broke off inside the patient. The pa was able to retrieve the pieces that broke off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro,they reported that the plastic on the jaws broke off inside the patient. The pa was able to retrieve the pieces that broke off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: h1-changed to serious injury. (B)(4).